Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture on the presenting electrogram (egm) six days post-implant. The automatic threshold was detected as suspended and the lv pacing output was 3.0v @ 0.4ms. Additionally, the lv sensing and pacing impedances values had decreased. An email was sent to the clinic to recommend further evaluation of the lv lead. It was noted that no new alert would be issued in the remote monitoring system for this observation until the device was interrogated with a programmer. No adverse patient effects were reported. The lead remains implanted and in service.